Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance the ht70 plus ventilator pump leak test failed. There was no patient involvement at the time of the event. The service engineer (se) replaced the pump. The unit passed all testing and operates within the manufacturing specifications.